Event description:
It was reported that the procedure was to treat a heavily calcified diagonal artery. Pre-dilatation was performed with an unknown balloon catheter and a 2.25 x 15 mm xience xpedition could not cross the lesion and during removal the stent implant caught in the calcification causing a dissection. The dissection was sealed with an unknown balloon catheter. The procedure was complete with plain old balloon angioplasty (poba). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition instructions for use.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.